Event description:
It was reported to philips that the device was unable to power on due to mpdu short-circuit caused by rat urine on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned the mpdu control unit and restored the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).